Event description:
The facility reported that a patient had symptoms under the gel pad that started off looking like a skin tear, turned red and inflamed and oozing. The facility reported that the catheter was removed and the patient healed.

Manufacturer narrative:
Product not returned to manufacturer, product complaint type will be monitored.